Event description:
Add'l info rec'd from MFR 10/16/03: it is MFR's understanding that the device will not be returned, so it cannot evaluate the device or even confirm it is is MFR is product (there are two other manufactures of this same device).

Event description:
Pt with persistent pulmonary hypertension. Unable to raise o2 saturations on ventilator. During cannulation in preparation for ECMO, pt deteriorated. CPR begun. Chest tapped for large amount of blood. Chest opened-tear of superior vena cava noted. Pt expired.